Event description:
It was reported that, "the doctor was trialing the head sizes with the head trials. The 20mm trial seemed to be correct for tension and thickness. When the 20mm implant was put in, the joint seemed too tight. Doctor put in a thinner 17mm."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.